Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned with a 0.014¿ guidewire loaded through the tip guidewire lumen. The guidewire is kinked. An inspection of the housing found that the guidewire lumen is ripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non-medtronic 6fr 45cm sheath and 0.014" 300cm guidewire during procedure to treat a moderately calcified fibrous lesion in the mid popliteal artery (pop2) with 60% stenosis. The vessel was non-tortuous. The vessel diameter and lesion length are 4-5mm and 20mm respectively. No embolic protection was used. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that during withdrawal moderate resistance was felt and guidewire lock-up occurred. The device was advanced over the bifurcation. The guidewire was hydrated at preparation. The guidewire neither prolapsed nor caused tip damage or embolization. The guidewire lock-up on catheter. During withdrawal of the shaft inside the sheath, physician felt moderate resistance, when the nosecone got to the proximal third of the sheath, it was pulled back forcefully out of the sheath in tandem (together). After 2 rounds of cutting with h1-m, physician applied 4.0/40 in.pact admiral dcb at popliteal and 0.018 non-medtronic dcb 5.0/150 at distal and mid sfa to complete the procedure. Good results were reported and there was no pa tient injury.